Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer did not perform the cartridge air removal step and was using "adalog" insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 300 mg/dl.